Event description:
Pt complains of general aches and pains, dry mouth, hard and painful breasts, itching, redness of skin, enlarged glands, swollen lymph nodes, joint swelling, fatigue, swelling and tingling of hands and feet, rashes, shortness of breath, weight loss, heavy menstrual bleeding and high blood pressure. Event date: 5/24/74.